Event description:
Customer complaint of high blood results. Meter coded correctly, strips within expiration date. Control solution was opened today and vial of test strips were opened 2 months ago. The customer is keeping the supplies in the kitchen. The patient feels fine. Customer stated that her expected blood glucose range is 110-125 mg/dl. Customer ran a blood test in the morning and received a 209 mg/dl, before eating. I pulled last five results from memory: time and date not set: 209 mg/dl, (B)(6), ~11:30 am, before eating.; 408 mg/dl, (B)(6), ~8:30 pm, + 2 hours after eating; 230 mg/dl, (B)(6), ~9:00 am, before eating; 158 mg/dl, date, time and if had eaten unk; 125 mg/dl, date time and if had eaten unk. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.